Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203, lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that during a case, the surgeon had issues verifying a straight suction. The procedure was continued with the straight probe. There was no reported delay to the procedure or impact on patient outcome. 2019-dec-13 additional information received stating that the site had issues with the straight probe during this case also. The instrumentation was tested on a different system and had no issues verifying. However, this system is not verifying the instrumentation properly. The site is requesting a new emitter so replacement emitter will be shipped to the site.

Manufacturer narrative:
The field generator was returned to the manufacturer for analysis. The reported problem could not be replicated. The field generator was connected to a test system for a burn-in test. The system remained in green status during all testing. Flexing the cable does not indicate any intermittent opens. Was able to verify a a known good straight suction with no failures. The device was found to be fully functional. H6: codes 10, 213 and 67 are applicable to the hardware analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2019-dec-26 patient information was denied by the site.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. It was reported that the field generator of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.